Event description:
It was reported that the patient presented for follow-up in clinic. Upon device interrogation, it was noted that the right ventricular (rv) lead exhibited noise. The lead was reprogrammed and the patient was in stable condition.